Manufacturer narrative:
(B)(4).batch # t5df5x. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: it was unknown about stapling formations. The surgeon confirmed the stapling of specimen, but there were neither completed staple lines nor damaged tissue. The surgeon performed astriction and additional suture via the trocar. There was no problem with the patient¿s condition at the on the day of the surgery.

Event description:
It was reported that during a laparoscopic left lower lobectomy, bleeding occurred from the middle part of the cut line when the jaws were opened after the 3rd firing. The device was used on the pulmonary artery. The event occurred 80 minutes when a6 was processed after the procedure started. It was not confirmed clearly if the deployed staples were formed as intended when the surgeon checked the cut line. Compression hemostasis was performed to stop the bleeding. The amount of the bleeding was unknown, and no blood transfusion was required. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The cartridge was cleaned when it was replaced, but it was not confirmed if the staples were remained in the cartridge without deploying. The sales rep attended the operation when the event occurred, and it did not seem that extra tension applied on the tissue. No further information is available.